Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient experienced a high-priority continuous alarm while exchanging one of his batteries. There was no reported patient injury related to this event. The batteries were exchanged by the facility and returned to the manufacturer. The batteries reported in this complaint were removed from the market as part of fsca apr2014.1 and were destroyed as part of the required actions. As a result, the devices are not available for analysis, subsequently the root cause cannot be determined for the reported event. Complaints of this nature will continue to be tracked and trended. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Z-1607-2014. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of two reports (3007042319-2014-00593 and 3007042319-2016-00139) submitted for devices related to the same event.

Event description:
Approximately one year post hvad implantation, the patient experienced high-priority continuous alarm while exchanging one of his batteries. He was removing "drained" battery (B)(4) from power source one while battery (B)(4) (which was showing four bars of battery capacity) was connected to power source two, when the controller display went blank and the alarm sounded. He reported feeling "dizzy" but was able to reconnect battery (B)(4) to power source one and the controller powered back up he was later admitted to hospital for further evaluation and was reportedly doing well following the event. The batteries were removed from the patient and new batteries were supplied. No harm or injury to the patient was reported as a result of this incident. Preliminary review of the log files revealed a loss power on the reported event date.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt. Evaluation in progress.